Event description:
Health care professional (hcp) reported pt (pt) receiving hemodialysis treatment (tx) on 550 device. Hcp stated transmembrane pressure (tmp) reading on device was 0; however, hcp reported tmp was approximately 500. Ultrafiltrate controller (ufc) recorded more fluid removed than goal set. Pt reported cramping, stomach pain and hcp charted blood pressure to be decreased. Hcp administered 1.5 liters normal saline. Pt wt after tx was below goal set. Pt wt pre-tx was 50.4, goal to be removed was 1.2 kg, post wt was 49.3kg. Other treatment parameters were as follows: blood flow rate 350, dialysate flow rate 500, length of tx 3.5 hours. As of 12/23/99, hcp reported pt is doing fine.